Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device whole drawer 6 jammed and stuck. The field service engineer (fse) found matrix drawer 6 on the main cabinet was failing with the latch clicking and discovered the u link was broken on the plunger. Further, the engineer replaced the plunger and tested the drawer in hardware test application, confirmed that the drawer was functioning properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the whole drawer 6 was jammed and stuck. The customer attempted troubleshooting steps, including rebooting the device and performed recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.